Event description:
It was reported that the biomed had an arctic sun device that did not have flow and would like to send it for the 2000 hour pm service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump motor. The device was evaluated and the reported issue was confirmed as it was noted that there were flow issues. The circulation pump was sticking and locking up. Replaced circulation pump motor aa220712-086. It was also found during evaluation that the device was unable to cool. Outer shell with louvers missing one nut plate. The device went through the pm program. Replaced the mixing pump motor (B)(6). Replaced the heater sn (B)(6) with sn (B)(6). Replaced the drain valves and replaced both manifold o-rings on the manifold. The control panel coin cell was replaced. Replaced the outer shell. Device was put through a functional check and pre-cal after the repair. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that did not have flow and would like to send it for the 2000 hour pm service. Per investigator notification received on 14jul2023, it was also found during evaluation and it was reported that the artic sun device was unable to cool. The outer shell with louvers missing one nut plate. The device went through the preventive maintenance program.